Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test. No prime anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 58 mg/dl at the time of the incident. The customer reported their blood glucose stayed low even after treating. Troubleshooting was completed. The insulin pump will be returned for analysis.